Event description:
Pt reported possible remodulin pump malfunction, stated that the cassette in one of the pumps keeps running out earlier than expected. Pt stated that pump will give 1 hour alarm/alert indicating for cassette change, but the cassette will be completely empty. Pt confirmed the other pump has no issue, and also that the problematic pump also infuses just fine, except for depleting early. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial number unknown. No additional information is available at this time did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.